Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed; the unit was tested and it was verified an image was produced and that it stabilized normally. The unit was tested with multiple scopes and verified to function as expected. An assignable cause for the reported phenomenon was not found.

Event description:
A user facility reported to olympus that they were getting a "bad image," no image at all and intermittent image. The problem, as reported to olympus, occurred during a diagnostic procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon occurred because the user did not dry the electric contact point of the scope sufficiently, or because the scope was connected while there was foreign substances (for example: chemical liquid residue, status dirt, sebum dirt, dust, gauze spray). This would caused the electrical contact to become unstable, and interfere with the communication between the scope and the video processor.